Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device was in backup vvi operation. A device restoration was successfully restored.